Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported meeting with the manufacturer representative (rep) yesterday and having settings reprogrammed. Later that afternoon, pt was unable to turn off stimulation even after pressing stim off and enabling MRI mode. During the call, the controller displayed stim off in MRI mode, but pt stated that stimulation was still felt. Agent redirected pt to the hcp and rep for further evaluation.